Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the right knee. Patient reported bilateral knee implants in 2015. Patient reported constant pain and knee "popping out". Patient stated he searched online and would like to know if implants are subject to a recall. Patient inquired about compensation.

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of medical records with a clinical consultant indicated "the patient had bilateral unicompartmental arthroplasties performed in 2014. Both knees remained painful (3/10. In (B)(6)2015 he fell in a hole and injured his knees and his back. Reportedly his knee pain significantly increased. No intervening documentation was available for review but in (B)(6)2019 he underwent bilateral conversion of the unicompartmental arthroplasties to pressfit total knees. The surgeon noted that the femoral components were loose and easily removable. Both knee surgeries were otherwise uneventful. Multiple post- operative notes were reviewed all documenting normal physical exam an x-rays. Undated ap and lateral view x-rays of both total knees were reviewed. Both tka were in expected anatomic position with pristine bone prosthetic interfaces, no evidence of mechanical complication was identified. Bilateral total knee arthroplasties are confirmed. Is confirmed. There was no documentation was provided to support claims of mechanical complication." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the event could not be confirmed as insufficient information was provided. Further information such as device identification, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Patient would like to know if his implants were involved in a recall. As no device details was supplied then its not possible to determine if the patient¿s implant is subject to a recall. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the right knee. Patient reported bilateral knee implants in 2015. Patient reported constant pain and knee "popping out". Patient stated he searched online and would like to know if implants are subject to a recall. Patient inquired about compensation.